Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: nov-2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) external fluid leaks were observed from the "pre-filter" of an oxiris set and the "post-filter" of a second set during priming. There was no patient involvement. No additional information is available.